Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the left ventricular (lv) lead dislodged. The lv lead was electrically abandoned and remains in the patient. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was reported in error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.